Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00228 on 03-jul-2019. Additional information (19-july-2019): the customer provided patient data for the issue mentioned in the initial MDR. The customer indicated that the discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument and the repeat results were considered the correct results. It is unknown if the repeat results were reported to the physician(s). Section b5 and section b6 were updated to reflect the additional information. Additionally, siemens was notified that the customer experienced the same issue on 11-jun-2019 and MDR 2432235-2019-00245 was filed for the discordant results obtained on 11-jun-2019.

Event description:
Discordant results for multiple assays were obtained on multiple patient samples on an advia centaur xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument and the repeat results were considered the correct results. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00228 on 03-jul-2019 and the first supplemental MDR on 19-jul-2019. Additional information (23-jul-2019): siemens further investigated the issue and determined that lack of sample aspiration, due to the split in the tubing to the sample probe assembly, potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00245_s1 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed a split in sample probe tubing and replaced the tubing. Then, the cse ran quality controls (qcs), which recovered within acceptable ranges. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
After quality controls (qcs) recovered outside of acceptable ranges on the advia centaur xpt instrument, the customer performed a lookback on patient results and determined that discordant results were obtained on patient samples. The customer did not provide the tests that were ordered on these samples and it is unknown if any of the discordant results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.